Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test failed. Additionally, review of the data logs were repeated at the time of transmitter evaluation and confirmed loss of connection on issue date. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/09/2016 to report that on (B)(6) 2016 , the patient's receiver and smart device lost connection with the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/03/2016 and confirmed the reported loss of connection. No additional patient or event information is available.